Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who is implanted with a neurostimulator(ins) for non-malignant pain. Caller stated that patient system has malfunctioned, is currently not functioning and so they were not able to put ins into MRI mode. Caller stated the device not functioning is why the patient is following up with a specialist and needs the lumbar scanned. Caller didn't have further information about the malfunction. It was reported the patient simply stated the whole thing isn't functioning. Caller stated they last scanned the patient in 2018 so the malfunction has occurred since then. No further complications reported.